Event description:
Healthcare professional reported, a right side deflation. And patient concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, white calcification in shell (5%), yellow particles in shell, fold creases, wear abrasion, linear opening and broken plug strap. The leak test and microscopic analysis was performed. Which identified, a linear sharp opening on posterior side assessed, as unidentified (tear) opening (a dimension measurement in the shell was performed. Which identify the thickness within specification). And broken plug strap with sharp edge assessed, as unidentified(tear) opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening assessed, as unidentified(tear) opening. Broken plug strap with sharp edge assessed, as unidentified(tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation, and bilateral exchange from textured to smooth implants due to the patients concerns with the product.

Event description:
Healthcare professional reported a right side deflation and patient concern with the product. Device has been explanted.